Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported ER visit and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by father that the patient had been taken to the emergency room (ER) due to diabetic ketoacidosis (dka). The patient's blood glucose levels reached 391 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include hyperglycemia, nausea, vomiting and dehydration. In the ER, the pod was suspended and patient was treated with intravenous fluids and an insulin drip; zofran was also prescribed (20 mg; to be taken every 6 hours for nausea). The patient was released after spending 15 hours in the ER. The patient's blood glucose history is as follows: (B)(6).

Manufacturer narrative:
The pod was found to function as intended with no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin.